Manufacturer narrative:
An analysis of the device history record (DHR) was conducted, along with a review of associated quality notifications; no prior records related to this defect were identified. Regarding the foreign body defect, the samples and photos provided by the customer were evaluated, confirming the reported incident. During the evaluation, the presence of debris on the needle - originating from steps in the assembly process - was observed. Thus, bd confirms and reproduces the complaint. No maintenance orders or quality notifications related to this incident were identified. Although the presence of debris on the needle was confirmed, it was not possible to identify the nature of the material or determine the root cause of its occurrence. The production process incorporates a quantitative inspection routine designed to maintain a statistical basis for material release. Needles undergo visual and functional inspections designed to detect potential defects prior to market release. No defects were identified during the production of the evaluated lot. Given that this process requires operational vigilance, the employees involved will be notified via note no. 21251022. Furthermore, as this is the first recorded complaint for this lot and does not exceed the acceptable quality notification (aqn) limit, the incident will be monitored for trend analysis. An analysis of the device history record (DHR) was conducted, along with a review of associated quality notifications; no prior records related to this type of defect were identified. With regard to the foreign body occurrence, the samples and photographs provided by the customer were evaluated, confirming the reported incident. During the analysis, the following conditions were observed: ********specific analysis for lot 4120571 presence of dirt on the needle; incomplete silicone curing (time/temperature parameters); localized accumulation or redistribution of silicone during subsequent assembly or handling stages. In the absence of deviations recorded in the DHR and without additional process evidence, the conclusion remains based on the technical hypotheses outlined above; therefore, continued monitoring is required. Visible contamination around the needle and inside the packaging. The evidence suggests that these conditions may be linked to stages of the production process, specifically the assembly and packaging phases. Accordingly, bd confirms and reproduces the complaint based on the analyzed samples. The production process incorporates a quantitative inspection routine based on statistical criteria, aimed at ensuring material quality and release. Furthermore, the needles undergo visual and functional inspections designed to identify and contain potential defects prior to market release. It should be noted that no deviations were identified during the production of the evaluated lot. Given that the process involves manual steps and requires operational diligence, the personnel involved will receive formal guidance via note no. 21251022, focusing on reinforcing good assembly and handling practices. Moreover, as this is the first complaint recorded for this specific lot and it does not exceed the limit established by the acceptable quality level (aql), the event will be monitored to identify trends, in order to detect any possible recurrence and ensure the maintenance of quality standards.

Event description:
No additional information provided.

Event description:
It was reported that bd eva-si3-sm3 needle precisionglide 16x1-1/2in contained foreign matter. Being: needle 1.60x40mm (16gx1 1/2''), quantity: (B)(4), lot: 4120571, nf: 1144357. Reason: 1 unit with gelatinous foreign body inside the protective cover, 1 deformation in the bevel, 6 dirty around the packaging and inside the needle. Batch: 2363754, quantity: (B)(4), nf: 1039693, reason: 1 deformed or broken plastic, 9 with dirt on the needle, 2 holes in the packaging. Batch: 3264804, quantity: (B)(4), nf: 1067682, reason: 6 with dirt on the needle, 2 tears in the packaging. Additional information received on 01/02/2026. It was mentioned as "1 unit with gelatinous foreign body inside the protective cover, 1 deformation in the bevel, 6 dirty around the packaging and inside the needle (1+1+6=8)" but quantity mentioned as 9. Could you please confirm the affected quantity of the batch number: 4120571? A: 2 holes outside the packaging; 1 deformed bevel; 6 dirty areas around and inside the packaging. Could you please confirm the date of event? A: 05/05/2025. Was anvisa notified? If yes, what was the notification number? A: no, only to the company. Is the sample related to this incident available for analysis? If yes please answer the below questions. A: yes.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.